Event description:
The customer reported that the filament regulator "error" displayed on mainframe.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. Error code displayed. The ge rep conducted a filament calibration and verified entrance exposure of 8.65 r/min and 17.75 r/min following calibration. The system is operating as intended.